Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests.the results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.

Event description:
An 18mm amplatzer septal occluder (aso) was successfully implanted in 2009; however, at some point post-procedure, the device embolized and was identified in the descending aorta. Several attempts to remove the device percutaneously were unsuccessful, so the device was removed surgically. A second percutaneous intervention was performed six months later. There was another defect in the septum which was identified using toe which measured 24mm. A 26mm aso was successfully implanted.additional information has been requested, including imaging of the implant procedure, how the defect was sized and medical records, but has not yet been received. Should additional information become available, a supplemental report will be filed.